Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that needling was not performed. The physician thought that scarring was that of the typical scarring seen after filtration surgery and is unlikely to be related to the device. In the surgeon's opinion, there is no casual relationship between "iris touching" with "increased iop" and "filtration bleb failure". In his opinion, there is no malfunction as a cause of event.

Manufacturer narrative:
Evaluation summary: customer reported that it was found that the shunt touched to the iris after the surgery. The physician's comment, that the relationship between the adverse event and the product is definitely unrelated. There was no harm caused by this problem to the patient at this time and the shunt has remained in the eye. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. There have been one similar incidents for the same lot, in both event, there was no harm to the patient and the shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the device touched to the iris following a glaucoma filtering device implant procedure. Intraocular pressure (iop) increased and filtering belb disorder were observed. The device remains implanted. Additional information was provided that the patient experienced choroidal detachment and suture lysis and needling were performed. The surgeon feels the casual relationship between the adverse event and the product is definitely unrelated.